Event description:
It was reported, "a few weeks ago, a surgeon put in a multi-level radius construct and had to revise the patient this week because the rod had slipped out of the screw head. When the surgeon went back into revise he noticed that 3 of the radius locking caps had moved from the fully locked position to the provisionally locked position. He repositioned the rod and replaced the locking caps and closed."

Manufacturer narrative:
Na